Event description:
It was reported that aortic dissection and death occurred. A 23mm lotus edge valve was successfully implanted. No indication of aortic dissection was present during the transcatheter aortic valve replacement procedure. Early in the morning on the day following the implant procedure, the patient was taken to surgery to investigate hypotensive events the patient had experienced overnight. An aortic dissection was noted below the left renal down to the left common iliac (lci). The patient was made "do not resuscitate" (dnr) status by the family and died during surgery.